Event description:
Connection problems were reported during a re-intervention for lead replacement one month after device implantation. The issue was noted during device reconnection. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.